Manufacturer narrative:
On 11/01/2016 & 11/09/2016 a medtronic representative performed two navigation system check-outs, all areas passed on both occasions. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred. The inaccuracy was alleged to be 3 millimeters to the right, occurring after the second 3d spin. The patient reference frame did not appear to move when connected to the spinous process. The first spin was deemed accurate. Also reported was that only 168 images were included within the mobile view station (mvs) exam. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.